Event description:
It was reported that the patient was implanted with a lynx system during a procedure performed on (B)(6) 2023, for the treatment of stress-predominant mixed urinary incontinence. During the same procedure, a cystoscopy was also performed revealing the right trocar had perforated the bladder. After removing it and replacing it, the implant surgery was completed successfully. Following implant, the patient developed post operative urinary urgency and pain which significantly affected her ability to do her daily activities. The patient tried pelvic floor physical therapy, pain management, bladder instillations, and pharmacotherapy without relief. Therefore, on (B)(6) 2024, a revision surgery was performed. During the procedure, the bladder was inspected, with no lesions noted, and drained. The anterior vaginal wall flap was dissected down to the lower of the bladder neck, easily finding the mid urethral sling. Then, at the midline of the urethra, the mesh was dissected away, transected in the midline, and dissected off the underlying tissue to level of the pubic bone. The mesh was then cut, and the same process was repeated on the left side. The area was irrigated copiously, and the vaginal flap was closed with 2-0 vicryl suture. The foley catheter removed and a repeat cystoscopy revealed no new lesions within the bladder or urethra. The bladder was drained and vaginal packing was placed. The patient was transferred to the post-anesthesia care unit (pacu) in a stable condition. It was noted that the patient was discharged home following an uneventful postoperative recovery. There were no further patient complications reported.

Manufacturer narrative:
Block b3date of event: date of event was approximated to october 17, 2023, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: the implanting and explanting physician is: dr. (B)(6). (B)(6). Phone: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain. The following imdrf impact codes capture the reportable events of: f1903 vaginal mesh removal.